Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to a large-hole interventional procedure. Reportedly, after deployment and closing the footplate lever, when one prostyle device was being removed in each access site, the knot was noticed to be on the shaft. The sutures of two new prostyle devices were successfully pre-placed in each access site. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in the rcfa and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from returning to not returning. H6 - medical device problem code 3009 removed and 2616 added.